Event description:
The customer observed low troponin quality control recovery on an advia centaur xp system. The troponin assay was recalibrated by the customer, however, quality control result still recovered low. Patient results were not affected. There was no known report of patient treatment being altered or adverse health consequences due to the troponin quality control low recovery.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse competed a total service call and found no system issues that may have contributed to the customer's low qc recovery. A monthly cleaning procedure (mcp) was performed and the troponin assay was recalibrated and quality control was acceptable (actual data was not provided). The cause for the low advia centaur troponin xp ultra quality control recovery may be attributed to quality control sample preparation and use error. The customer explained that their quality control material for troponin may be left out for up to two hours before being recapped and refrigerated. Siemens performed an in-house quality control check with troponin reagent lot 010075. The quality control results were within acceptable peer ranges for (B)(4) 2013.in-house troponin qc results:qc lot 29780qc level resultslevel 29781 1.02level 29782 6.03level 29783 25.5october 2013 troponin qc peer data qc lot 29780qc level mean recovery range n29781 0.958 +/- 0.071 686329782 5.88 +/- 0.339 86229783 24.76 +/- 1.96 6048 the instruction for use under the quality control section states the following:"siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specification.